Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in a moderately tortuous and severely calcified vessel below the knee. A 2mm x 20mm x 143cm coyote es balloon catheter was advanced for dilatation. However, during procedure the balloon ruptured at nominal pressure. The device was removed from the patient's body without any issue. The procedure was completed with another of same device. There were no patient complications reported.